Manufacturer narrative:
Follow-up #1: date of submission 12/30/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the pump black box showed multiple loss of prime warnings occurring with low non-zero force. The pump performed the rewind, load, and prime successfully and was exercised for 24 hours without issues. A force sensor calibration test was completed and the pump was found to be detecting force out of specifications. Unrelated to the complaint, the battery compartment was observed to be cracked from the top of the compartment to the bumper.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (loss of prime) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.